Event description:
Pt had a left hemi-arthroplasty. At the end of the procedure, instruments were taken to workroom and it was discovered that the tip of the drill bit which was used was broken and missing. Pt x-ray confirmed drill bit was in pt. It was elected to leave bit in pt, implanted in the bone. Drill had hit the prosthesis.